Manufacturer narrative:
The customer¿s report of backflow was confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of 300mg of venofer to infuse at 193cc/hour was connected to a primary infusion of 500cc of ns to infuse at 30cc/hour. After 5 minutes of infusion the nurse returned to the patients side and observed the venofer was 'free flowing' into the primary bag. There was no report of patient harm.